Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported, hemostasis valve was difficult to push device through. Patient bleeding continued following case. No cut down required. Footplate and collagen remained. Additional information received stated that the physician continued to slowly advance until ultimately secured device to sheath. The sheath was replaced with a second one as the first would not advance. Manual pressure used for patient bleeding.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micropuncture and ultrasound were utilized to gain a central to high positioned access. Arteriotomy was noted as 7.3mm, mild anterior calcification below the access, anterior wall calcification, and a deployment depth of 5cm+1cm. Issues were encountered advancing and withdrawing procedural sheaths. The first tavr procedural sheath was replaced for a second sheath due to the first sheath would not advance. During deployment, the physician encountered moderate resistance attempting to advance the bypass tube through the hemostatic valve of the manta sheath. However, the physician continued to slowly advance the bypass tube through the hemostatic valve until he was able to secure the manta closure into the manta sheath hub. No buckling or bending occurred to the bypass tube when met with resistance and was able to complete deployment. The patient continued bleeding following closure and manual pressures were applied. The IFU states in step 3 of inserting the device: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.